Event description:
Additional information received notes that the patient was stable before, during, and after the procedure.

Event description:
It was reported that the follow day after implant of a right ventricle leadless pacemaker (rvlp) upon interrogation it was noted that the rvlp had high an increase in capture threshold. The physician elected to explant and replace the rvlp. The patient condition was not known.

Manufacturer narrative:
The reported event of capture problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.